Manufacturer narrative:
Device has yet to be returned for evaluation

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to having headaches. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 08/01/2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information about patient has alleged to having headaches. The device was returned to the manufacturer's product investigation laboratory for investigation. Manufacturer initiated therapy with the device and verified airflow, using a known good manufacturer supplied power supply and ac power cord. No noise or odor observed. Manufacturer observed the following from an external and internal inspection: unknown white, and black contamination (dust-like), (inconsistent with degraded sound abatement foam) at the air inlet of the blower box. Unknown white, and black contamination (dust-like), (inconsistent with degraded sound abatement foam) in the iso port (international organization of standardization.) Light dust-like contamination on top and bottom of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01. Light unknown white contamination (dust-like), in the blower box. Black contamination (dust-like) (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. Manufacturer used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Manufacturer was able to confirm the complaint or address the symptoms specified. Manufacturer was unable to get care orchestrator information from device. Review of the device log showed: errors logged: 0 errors were logged. Device was likely reset prior to manufacturer's receipt as indicated by the device having 4330.4 machine hours and no blower or therapy hours. Risk tag (ER 2219697 v24) associated with this mode of failure: irrit02, infect01. The results of this investigation do not impact the calculated risks box d and h was updated in this report.